Event description:
It was reported that the customer had received a brand new front end board that was installed in an unknown intra -aortic balloon pump (iabp); however, an error code 118 (front end hc11 can not communicate with main hc11 / replace the front end board) was received. This is an out-of-box (oob) failure of the front end board. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The front end module board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed and tested the front end module board to factory specifications per cs300 service manual, which passed testing, could not verify the reported failure of electrical test fails code #118. The front end module board was sent to the supplier for failure analysis per procedure.

Manufacturer narrative:
Manufacturing received the pcb,front end module from the supplier. The supplier could not verify the failure of code 118. The supplier stated no defect found. The board passed testing. Retaining the board in the national repair center per procedure.

Manufacturer narrative:
Additional information is being requested with regard to the replacement and return of the part. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the customer had received a brand new front end board that was installed in an unknown intra -aortic balloon pump (iabp); however, an error code 118 (front end hc11 can not communicate with main hc11 / replace the front end board) was received. This is an out-of-box (oob) failure of the front end board. There was no patient involvement, and no adverse event reported.